Event description:
It was reported that left hip revision surgery was performed due to pain and elevated serum cobalt and chromium levels. The acetabular shell and femoral stem remain implanted.

Manufacturer narrative:
.